Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main matrix drawer 1 was bouncing back when attempting to close. A field service engineer (fse) readjusted rails and added extra washer behind on latch catcher. Rebooted and ran firmware update. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer with the return bin did not close properly on the first attempt. It required multiple attempts before it closed securely. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.